Manufacturer narrative:
A zoll field service engineer (fse) went onsite to evaluate the device. During the on-site evaluation, the fse did not observe any active alarms on the device. The fse forwarded the device logs and screenshots to technical service for further review. After examining the logs, technical service found several alarm entries, confirming the reported issue. Some of the errors found on the alarms signifies a failure of the inspiration valve. The fse was recommended to replace the inspiration block as a preventive action to avoid the recurrence of these errors.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant reported the vent showed a technical failure 300- device in failsafe mode. Complainant did not indicate that there was any patient involvement in the reported malfunction.